Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned due twiddler's syndrome. Both device and lead were repositioned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.